Event description:
Health care professional reports 14 cracked headers noted during use during reprocessing on reuse device. Dialyzers reused an average of 20 times. Health care professional reports no pt injury.